Event description:
The complaint is reported as: "peel away sheath valve, did not function properly, blood poured out when removing the dilator - half of the valve was trapped in the peel away sheath. Line was able to be used and no patient injury. Product did not function correctly". It was reported the radiologist inserting the line had to ensure that his finger was over the end of the sheath to stop the blood coming from the vessel.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "peel away sheath valve, did not function properly, blood poured out when removing the dilator - half of the valve was trapped in the peel away sheath. Line was able to be used and no patient injury. Product did not function correctly". It was reported the radiologist inserting the line had to ensure that his finger was over the end of the sheath to stop the blood coming from the vessel.

Manufacturer narrative:
(B)(4). The customer returned a peel-away sheath from the sheath/dilator subassembly for evaluation. The sheath hub and sheath body were completely separated. Visual examination revealed that the sheath had been split along the score lines as intended. One half of the sheath valve was present and secure to the sheath hub; however, the other half had separated from the assembly and was not returned for analysis. Microscopic examination revealed that the valve had fully torn across the center of the diameter. The tear appeared to be in the location where the valve is perforated. Visual analysis could not be performed on separated valve as it was not returned for analysis. A manual tug test confirmed that the portion of the sheath valve still present is securely attached to the valve hub. Manufacturing/supplier was contacted as part of this complaint investigation. They indicated that this issue is not manufacturing/supplier related. R & d engineers were also contacted as part of this complaint investigation. They indicated that this is not a design issue. They stated that it is difficult to determine a root cause without the separated valve half returned for analysis. Based on the comments from manufacturing and r & d, the root cause cannot be determined as it is unknown if the valve was defective before or after the sample was used on the patient. This cannot be determined without the sample returned for analysis. A device history record review was performed on the sheath/dilator assembly, and no relevant findings were identified. The IFU provided with the kit informs the user, "dilators and catheters should be removed slowly from sheath. Rapid removal may damage valve resulting in blood flow through valve. Never advance or withdraw guidewire or sheath when resistance is met. Determine cause by fluoroscopy and take remedial action". The report that the hemostasis valve of the sheath separated in use was confirmed through visual inspection of the returned complaint sample. Based on the customer report and the sample received, the root cause cannot be determined without the separated valve returned for analysis. Teleflex will continue to monitor and trend for reports of this nature.